Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01384-01385. It was reported the patient underwent an scs trial procedure. Post-op, the patient began to experience left leg pain. In turn, the patient's physician removed the patient's left lead. The left leg pain subsided following the lead removal. The left leg pain returned the following day. As a result, the patient went to the emergency room and his remaining lead was removed. The patient was treated with steroids and is doing fine.